Manufacturer narrative:
The cartridge was not returned for investigation, therefore, evaluation was unable to be completed.¿

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge was cracked. There was no adverse impact to customer's blood glucose level. The customer changed cartridge and was able to successfully resume insulin delivery.